Event description:
The customer reported that the insulin pump had a battery error and the keypad was not responding properly. Customer also reported that the insulin pump had a button error alarm. Customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 135 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.